Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 310 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer stated that just had a railback battery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer said that she had issue with act button. The customer stated that she was unaware how the issue occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The act, esc and down arrow buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. Unable to perform the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or self tests, or verify failed battery test alarm due to the button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.